Event description:
The customer contacted philips healthcare to report that during the operational check the device was "sparking". The customer did not specify where the sparking was coming from.

Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted upon completion of the investigation.